Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1 patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. G4: PMA/510(k) number: k101880. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while placing the implant the doctor was hand torquing it to complete the procedure and the threads became damaged. They were unable to torque the implant completely down. The damaged threads caused the inability to remove the implant. It remains implanted in the patient's mouth. A thread tap was requested by the doctor.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 3243. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. Zimvie received one (1) tsvmwb10, (imp, tsv, mcol mg,4.7mm,10m) for evaluation. Visual evaluation of the as returned product identified the implant with signs of use. The implant's external threads were damaged. The implant's platform was damaged. The implants drive feature was worn and there was apparent blood and debris inside. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1264456. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1264456 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are clinician does not follow recommended protocol for implant placement and final seating, clinician inadvertently selects drill unit speed that exceeds recommended value for implant placement. Therefore, based on the available information, device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.